Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient¿s spouse that the patient woke twice in the night prior to the call with the urge to void however the patient was only able to void once and that it was a very small amount. The patient¿s spouse stated that on the second attempt to void, the patient was only able to pass gas. While assisting the patient with a therapy adjustment, the patient¿s programmer moved to the off position. The patient¿s spouse was concerned that the device was no longer working. There were no further complications reported/anticipated.